Event description:
Provider alleged 4 way valve is leaking. Per independent repair center statement, the unit alarming or red light-- confirmed. The key failure was the 4 way valve leaked. Additional malfunctions were the pilot valve leaked.